Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was around 420 mg/dl at the time of incident. The customer stated that she her blood glucose reached 369 mg/dl when she ate carbohydrates more than she should have and woke up in the middle of the night with 269 mg/dl blood glucose. The customer stated that her blood glucose went to normal with 135 mg/dl when she woke up in the morning. The customer stated that she took the tubing off and there's nothing coming out of the tubing. The customer stated that she treated her high blood glucose with manual injection once or twice a week since she had the insulin pump. The customer was advised to disconnect from the insulin pump. The customer was assisted to rewind and prime the insulin pump and the insulin came out at the end of the tubing and did not gave any alarms. The insulin pump will not be returned for analysis.